Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department; the customer's report was not replicated or confirmed. The device passed full functionality and stress testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. The device logs were cleared and could add no value to the investigation. An internal inspection did find a loose screw inside the device. It is possible that the screw caused a temporary short within the high voltage circuitry. However, close inspection found no evidence within the device to indicate that it contributed to the report. There are also a number of factors outside a device malfunction that can cause a defib short message to appear, such as the multi-function cable being plugged into the test port, pads being stuck together or attached to electrodes with an intact shorting wire. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.